Event description:
It was reported that the right ventricular lead was'not capturing at an appropriate level'. The lead has been capped, and no patient complications have been reported as a result of this event.